Manufacturer narrative:
(B)(4). The complaint hc550 respiratory humidifier is not available for investigation. We are currently in the process of obtaining further information to determine if the subject hc550 had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A patient in the us reported that an hc550 respiratory humidifier was too hot for use but did not generate audible alarms. This was observed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint hc550 respiratory humidifier is not available for investigation. An attempt was made to obtain additional information regarding the reported fault but no response was received from the patient. Without the complaint device, we were unable to determine if it had a malfunction that could have caused or contributed to the reported fault. If it was returned, it would have been investigated to confirm the reported fault and determine its root cause. The f&p hc550 respiratory humidifier is designed for use with artificial ventilation systems, and for use in long term care facilities or the home under prescription of a qualified medical professional. Its user instructions state the following: "check equipment (including cord) for damage before use and replace if damaged." "Ensure appropriate ventilator alarms are set, connections are tight, and leak test is completed before use." "Ensure both temperature probe sensors are correctly and securely fitted. Failure to do so may result in temperature in excess of 41°c being delivered to the patient." "Ensure the hc550 is used with adequate levels of patient observation and monitoring as directed by a qualified medical professional." "Hot surface may exceed 75°c (167°f).

Event description:
A patient in the us reported that an hc550 respiratory humidifier was too hot for use but did not generate audible alarms. This was observed during use. No patient consequence was reported.